Manufacturer narrative:
Additional info: b5, g3.

Event description:
Additional information was received on 03/04/2025: they believe this occurred after the case. They believe the device was broken after using the instrument when it was being tossed into a metal dirty instrument bin. No reported pieces broke in the patient. There were no fragments reported. This occurred on 02/19/2025. It is unknown the name of the procedure. The case was completed as normal. No other product was needed to complete that step in the procedure. There was no case delay and no additional anesthesia administered. No adverse effects on the patient reported.

Manufacturer narrative:
Additional information: b3, d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9621-30t, batch 022419, was received for investigation. Upon visual evaluation, it was noted that the distal tip of the device was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/21/2025, it was reported by a sales representative via (B)(4) that an ar-9621-30t 30 mm tap was broken. No patient was harmed. It is unknown if there was case involvement. Additional information was requested.